Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (investigation findings).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) remove and clean blood from unit, replaced pim assembly, replaced drive manifold assembly, performed calibration and return unit to customer for use.

Manufacturer narrative:
Due to character restrictions in block e1 full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump(iabp) had a blood back repair. There was no patient harm or injury reported.